Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Upon review, it was noted that the measurements generally were in range. Troubleshooting options were discussed and recommended. Currently, this rv lead remains in service and no adverse patient effects were reported.